Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Furthermore, review of the submitted log files confirmed low flow alarms. Although a specific cause for the alarms could not be determined through this evaluation, the account reported that the alarms were related to the patient's biventricular heart failure. The submitted controller event log file contained events on 24jan2022. Several transient low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was with shortness of breath on exertion for 10 years and loss of consciousness due to ventricular tachycardia 9 years ago, left ventricular ejection fraction 33%, right ventricular wall hypokinesia and wave were observed, and was diagnosed with right ventricular source live arrhythmia. Subsequently, both heart failure progressed, and left ventricular assist heart (heartmate 3) implantation and tricuspid valvuloplasty were performed. During surgery, the left ventricular assist heart was flowing adequately, and when the patient left the operating theater, the central venous pressure was about 8 mmhg and the patient was admitted to the intensive care unit (ICU). After admission, the central venous pressure rose to about 18 mmhg, blood pressure decreased, and echocardiography showed collapse of the left ventricle and enlargement of the right heart. The patient was considered to have circulatory failure due to right heart failure. After introducing a percutaneous cardiopulmonary support (pcps) in the ICU, the patient was re-entered the operating theater and underwent external type right ventricular assist artificial heart. Afterwards, the epinephrine stably terminated, central venous pressure fell to 3 mmhg on day 4, and weaning of the extracorporeal right ventricular assist heart started on day 5. Since the central venous pressure temporarily rose to 10 mmhg, the dosage of dobamine was increased and adrenaline was resumed, and the patient withdrew from the extracorporeal right ventricular assist heart on day 12. Subsequently, the patient was discharged from the room at ICU on the 37th, and the cardiotonic medication was tapered while introducing pimobendan, docapamine, and digoxin, and the patient was discharged from the hospital on the 141st. Thus, right heart failure after an assisted heart prosthesis often improves right heart failure by reducing the right ventricular load and adjusting the inotropes, preload, and afterload.

Manufacturer narrative:
A4: patient weight was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
A2: patient age corrected b3: event date estimated and corrected d4: model, catalog, and UDI numbers corrected d6a: date of implant corrected e1: customer site was (B)(6) hospital. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Additionally, this section lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the flow reached 1.5 liters. The patient experienced low flow alarms due to right and left heart failure, requiring a low flow update/ the same day a temporary right ventricular assist device (rvad) was placed. The tube was removed at day 7 after operation and the rvad was removed on day 9 after improving right heart condition. Catecholamine was stopped on day 99 and the patient was discharged on day 140 after operation.

Manufacturer narrative:
Section a: patient information added. Section a2: patient age corrected. Section d4: serial number, lot number, primary UDI number, and expiration date added. Section h4: device manufacture date added. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that the patient's primary disease was right ventricular arrhythmic cardiomyopathy which required a right ventricular assist device (rvad). It was unknown if the right heart failure worsened due to the implantation of the left ventricular assist device (lvad).